Event description:
On 2024-feb-22: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they felt a stinging sensation at the lead location since 2023. No recent falls or traumas. The patient was redirected to their healthcare provider to further address the issue. 2024-apr-26: additional information was received from the patient. When asked if the cause was determined they stated no. They were having the same issue and were also having pain directly on the implant. They were having a burning pain some times and had experienced an upset to their stomach when they turn the device up for more pain relief. When asked what steps would be taken to resolve the issue they stated that they took the medication for pain when this issue happens more. They also were having migraine headaches which they had never had a problem with before. When asked if the issue had resolved they stated that they had told their hcp about the issue and had a CT scan "dec of 2024." They had also noticed a big change in their body temperature other than normal. 2024-jun-04: additional information was received from the patient. They reported that the cause of the pain is "just feeling like the implant get a very warm feeling, and stabbing pain." They are keeping their healthcare provider (hcp) updated on the pain level. Hcp is giving them some injections so they can see if the treatment helps.

Manufacturer narrative:
Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.